Event description:
Caller reported a cgm error but there was no reported impact on the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the pump reset process. No additional information was received regarding the outcome of the event.